Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error detected alarm and low battery alarms due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery for less than one week. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.